Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging low o2 due to a defective canister. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified.